Event description:
Rupture of drainage catheter during removal. It was located between 2 lateral perforations. A part of the catheter (3 to 4 cm) remained in the patient (intervertebral). No use of excessive force. It seems that the device was fragile at the lateral perforation level. The patient has no pain and there is no leak at the punction level. A radiological and neurosurgical follow up is planned. The hospital has reported the incident to the ansm.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Reported codman lumbar catheter p/n 82-1707; lot # 491476 was not returned to codman; therefore, the evaluation could not be performed. In the absence of the complaint sample, a lot history records review was conducted, and it was verified that all products in this lot number were conforming to the required specifications when released to stock on march 18, 2014. The cause(s) of the difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample becomes available this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints.